Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the battery was overheating during preparation of use at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the battery was overheating during preparation of use at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was not confirmed for heat by the technician or the diagnostic engineer through functional evaluation, disassembly and visual inspection. The battery passed all final inspection criteria. It is possible that the failure may be associated with the handpiece. A handpiece was not sent in for evaluation. The battery was place in parts retention.